Manufacturer narrative:
7/16/97-supplemental report #1 submitted to FDA. The difficulty reported was attributed to a leak in the gas bottle which enables the device to fire.

Event description:
During a thorascopic bullectomy procedure, the instrument did not fire. The surgeon applied another device. The hosp reported that no pt injury had occurred.